Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving unknown baclofen (unknown dose and concentration) via an implantable pump. It was reported there was leakage from the wound site as well as tachycardia that was together concerning for infection/sepsis. The patient went to the operating room (or) for site re-exploration on (B)(6) 2020. Surgical observation revealed no observed cerebrospinal fluid (csf) leak on (B)(6) 2020. Cultures were taken, the site was irrigated with antibiotics, and re-closed with inflammatory markers. Wound dehiscence was noted while weaning off of baclofen in case of positive cultures and need to remove the pump. Laboratory testing revealed positive for staph epi on (B)(6) 2020. Intravenous (IV) antibiotics were administered on (B)(6) 2020. The entire system was explanted/not replaced and wound vacuum placed on (B)(6) 2020. The wound vacuum was removed when output was minimal on (B)(6) 2020. The event resulted in prolongation of existing hospitalization. The outcome of the event resolved without sequelae on (B)(6) 2020. The clinical diagnosis was staph infection at surgical site. The seriousness indicated the event resulted in a life threatening illness or injury, required in patient or prolonged hospitalization, and resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or body function. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was lumbar site. The event date was (B)(6) 2020. No further complications were reported/anticipated.